Manufacturer narrative:
Batch review performed on 17-02-2025 lot 2247581: (B)(4) items manufactured and released on 09-03-2023. Expiration date: 2028-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: batch review performed on 17-02-2025 gmk-hinge 02.09.2704l gmk-hinge femoral component size4 l - tinbn coated (k210010) lot 2311769: (B)(4) items manufactured and released on 22-11-2023. Expiration date: 2028-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Due to the lack of information, it is not possible to establish a definitive root cause, while the device history record review does not indicate any potentially related manufacturing issue.

Event description:
At about 6 months from primary, the patient came in reporting pain and the cause is unknown. The surgeon revised the femoral component and insert. The surgery was completed successfully.